Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous kinks in the hypotube. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon has contrast present and is loosely folded. The balloon has a 10mm longitudinal tear 1mm distal to proximal waist/cone transition.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.